Event description:
I used clear care 3% hydrogen peroxide triple action directly in my eye and it caused severe burning and redness. I don't think that the packaging is clear enough to alert consumers to the proper use. Lots of pain. The label needs to be much redder than it currently is. Neon lettering would be good as well. (B)(6).